Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the skin. The infusion sets were partly detached from the body. It was reported that this occurred with 3 infusion sets from the same box. The caller alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.